Manufacturer narrative:
The insulin pump was received with energizer alkaline battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had cracked reservoir tube. Data analysis: (B)(6) 2015 daily insulin total = 13.800u, (B)(6) 2015 daily insulin total = 13.800u, (B)(6) 2015 daily insulin total = 13.775u, (B)(6) 2015 daily insulin total = 10.250u, (B)(6) 2015 daily insulin total = 3.050u, (B)(6) 2015 daily insulin total = 0.000u and (B)(6) 2015 daily insulin total = 0.000u.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was ovarian cancer. The illness started in (B)(6) 2015. The customer's blood glucose at the time of death was over 150 mg/dl. The customer was not wearing the insulin pump at the time of death. The last bolus was on (B)(6) 2015 and that's when the device was suspended because the customer was not eating; only drinking water. The caller stated that the customer chose to remove the insulin pump on (B)(6) 2015 or (B)(6) 2015. The customer did not use sensors and a sensor was not worn at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.